Manufacturer narrative:
(B)(4). Date of death corrected. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported patient effects of heart failure and cardiogenic shock could not be determined. The reported death appears to be due to the cardiogenic shock. The reported patient effects of death, worsening heart failure and cardiogenic shock as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This incident was further reviewed by an abbott vascular medical affairs director and the reviewer stated that in this case, the procedure was successful reducing mr from grade 4 to 1 with no procedural complication. It was reported that following the procedure, left ventricle function deteriorated ultimately leading to death; however, death is unrelated to the device and it cannot be excluded that the procedure may have contributed to worsening clinical condition.

Event description:
Subsequent to the previously filed report, the following information was reported: the patient death occurred on (B)(6) 2018, and the patient was not in the hospital at the time of death. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1 with good results and without stenosis effect. The patient had a degradation of left ventricle systolic function some hours after the procedure without recovery under medication, heart pump and dialysis. The physician does not understand the reason of the degradation. On (B)(6) 2018, the patient died of cardiogenic shock. In the physicians opinion was there nothing prior, during or post procedure that occurred that would have contributed to the death; however, the physician cannot say with certainty that the product did not contribute to the patient death. No additional information was provided.